Manufacturer narrative:
The reason for this revision surgery was the patient had worn bone defect behind the baseplate, causing insufficient implant fixation. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot and part number were not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. This complaint will be closed with the lot numbers unknown pending receipt of additional information. Extensive searches of the database and individual dtickets produced no matches of these parts or a dticket. This complaint is deemed to be non-product related. This revision was necessary to correct the patient's condition. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. The surgeon reported no issues associated with the explanted product. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the patient having a wear bone defect behind the baseplate, causing insufficient implant fixation. The revision surgery was required to prevent further damage.